Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. On (B)(4) 2023, it was reported that the sensor stopped working which occurred an undocumented number of days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness and hit a fire hydrant. The continuous glucose monitor was reportedly not working. The blood glucose was high (no value provided). Emergency medical service were called. There was no documentation of medical intervention for hyperglycemia. There was no documentation of medical intervention. At the time of the report, the patient was in pain, but fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.